Manufacturer narrative:
Quality control data for all tests fluctuate low or outside of the low range. Ft4 is more affected than other tests. The investigation determined that the service actions resolved the issue.

Event description:
We received an allegation about discrepant results for 4 patients' samples tested with elecsys ft4 g3 (ft4 iii) assay on a cobas 8000 e801 immunoanalyzer. Sample 1: initial result: 22.2 pmol/l. Rerun result: 28.6 pmol/l. Sample 2: initial result: 7.7 pmol/l. Rerun result: 22.6 pmol/l. Sample 3: initial result: 15.6 pmol/l. Rerun result: 19.9 pmol/l. Sample 4: initial result: 8.78 pmol/l. Rerun result: 11.5 pmol/l.

Manufacturer narrative:
The ft4 iii reagent lot number was 700216 with an expiration date of 31-jan-2024. Qc was out of range. The alarm trace showed multiple sample clot alarms on the day of the event pointing to sample pipetting problems. The field service engineer (fse) found a blockage at the bead mixer rinse station which is consistent with the customer's maintenance issue. Cleaning the rinse stations is part of the customer's 2 weekly maintenance as described in the operator's manual. The fse cleaned the rinse stations. Qc and calibration were performed and they were acceptable. The customer then selected the 4 samples in question for repeat testing and the results were acceptable. The investigation is ongoing.